Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact the device was returned with the blade scratched and cracked and with the tissue pad melted and partially detached. During functional testing, an error code 5 was displayed. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A probable cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Event description:
It was reported b that during a hepatectomy procedure, the tissue pad got damaged after a few activations. It is unknown how the procedure was completed. There were no adverse consequences for the patient.